Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately 2 years post implant of a 23mm sapien 3 valve in the native aortic position, the valve presented with structural valve deterioration (svd). Patient screening was performed and a valve in valve procedure was planned. The date of valve implant and patient demographics are unknown. Attempts have been made to obtain additional information.

Event description:
Follow up with the facility indicated that the patient's mean pressure gradient exceeded 40 approximately 2 years post implant, and the cause could be thrombosis or pannus. As a treatment, antithrombotic agent was administered. A valve in valve procedure will not be performed at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. In this case, it is normal to have a small gradient across a prosthetic valve after implant. The patient will be treated with medication and re-evaluated at a later date. Based on this finding reported by the facility, this event is no longer considered to be FDA reportable.